Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide patient and procedural information, which was updated in the appropriate sections.

Event description:
It was reported that the recanalization catheter became stuck within the angled support sheath during advancement to the treatment site in the sfa. Both the catheter and angled support sheath were retracted as a single unit without issue. There was no reported patient injury.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number gfwk2790. The device was returned. The complaint investigation is confirmed for the crosser catheter becoming stuck within the usher support catheter. Per the reported event details, the crosser was activated for longer than 5 minutes before the user removed the crosser catheter and straight usher support catheter and then attempted to reinsert the crosser catheter through an angled usher support catheter. The marker band on the returned device was dislodged from its original location and stuck on the distal metal tip, causing the crosser to become stuck on the distal metal tip, causing the crosser to become stuck in the distal end of the angled user support catheter. It is possible that the activation time contributed to dislodgement of the marker band. The definitive root cause could not be determined based upon the available info. See scanned page. Section a through d: the info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complaint/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.